Manufacturer narrative:
No patient contact reported. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zcb00v intraocular lens (iol) was noticed scratched or with foreign matter adhered to it prior to implantation. Reportedly, they attempted to wash the lens with bss (balanced salt solution) but the scratch or particle could not be removed. The procedure was completed successfully with the back up lens. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 6/26/2018. Device evaluation: the lens was returned in the original lens case insert. Damage that could be related to the re-packaging for return of the lens were observed. Multiple scratches are observed on the lens surface. Foreign material is observed on the lens surface that could be related to the described attempt to remove an alleged particle with bss (balanced salt solution), as reported. The customer's reported issue was verified. However, the cosmetic scratches could not be determined to be associated with manufacturing process. Subject matter expert (sme) evaluation: sample was analyzed under microscope and multiple, obvious cosmetic damage, (like foreign matter and scratches) were identified on the lens surface. The lens was not properly handled; and was observed in an incorrect position. As reported by the customer, lens was washed with bss and that has caused damage to the lens surface like scratches and/or foreign matter. Based on the investigation result, it is not possible to confirm that the cosmetic damage was related to manufacturing process since the lens was handled during surgery. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.